Event description:
Complainant alleged that medics were treating a patient and shut off the device and as they were starting to put it away, the device began to beep and was unable to power on. The device's battery was removed and re-inserted and the device powered up appropriately. The device was removed from service and during subsequent testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.